Manufacturer narrative:
The customer replaced the o2 retention plate to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer reporting a v60 device failed the ground leakage test. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The remote service engineer recommended replacing the o2 fitting retention plate. Further information is pending.